Event description:
It was reported that a hole occurred. During preparation, a 12.0 x 40, 135 cm mustang balloon catheter was selected and it was noted that the device would not inflate due to a hole in the "inflation chamber." No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).